Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) confirmed and stated investigated the customer's complaint of printer not working will not print anything out, replaced the printer. Cardiosave services completed. Safety, and functionality checks to factory specifications. Released to customer and cleared for use. The defective components were received for further investigation. The failure analysis and testing dept. Received printer, with a reported unit failure of the printer not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the printer in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. It was found that the printer would cycle through the paper without printing. Fat confirmed the failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) printer was not working. The was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a